Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right atrial (ra) lead the physician experienced placement difficulty, was unable to place the stylet fully onto the lead body, and was not happy with analyzer measurements after several attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylet was returned, therefore condition and brand are unknown. Used at fresh mdt stylet, test passed, fully inserted into lead. If information is provided in the future, a supplemental report will be issued.